Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies between their sg and bg values. The case was escalated to next level support for further assistance. Upon review, it was determined that the user's system was performing within expectations. Customer care attempted to continue the troubleshooting process with the user, but the user did not wish to continue. No further troubleshooting was possible.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.